Manufacturer narrative:
Neither the incident device or its lot number was provided to deroyal industries, inc., for investigation of the reported device failure. A non-activated heel warmer was instead returned. Upon activation of the returned heel warmer, the seals were found to be within device specifications. There was no leaking and no weak seals were seen upon examination. In process mfg quality records were reviewed and indicate that the heel warmers are tested by sampling to make sure the solution heat does not exceed an acceptable range with a maximum of 104 degrees. Documented testing substantiates that maximum. The material safety data sheet provided with the device indicates the heel warmer solution to be non-toxic.

Event description:
.